Event description:
It was reported that the motor device was "running hot." It was unknown to the reporter if the device was used in surgery. It was unknown to the reporter if the planned surgical procedure was completed without delay and if an identical spare device was available for use. It was unknown if there was patient harm, adverse outcome or injury was alleged. The exact event date was unknown to the reporter. However, the reporter clarified the event occurred in september, 2013. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned. (B)(4) evaluated the device and the reported condition was confirmed. The device was tested and the temperature exceeded specifications. The findings revealed that this event was due to improper handling and care of the device. If additional information should become available, a supplemental report will be sent accordingly.